Event description:
The following was reported: "during procedure today... In or 12, the neo ip preview image froze and we were unable to select any sources. The preview image for aida ch 2 froze on the preview image." No negative impact in state of health reported.

Manufacturer narrative:
The device will not be forwarded to the manufacturing site for investigation. Rather, a service tech will be sent to evaluate the device in the field. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. The event is filed under internal karl storz complaint ID: (B)(4). This product is manufactured at (B)(6).